Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-aug-2018 with the following findings: during investigation, the pump was returned with moisture behind the display lens. The pump powered on with audible and vibratory features and a blank display screen duplicated. A leak test failed due to a base crack on the front of the pump between the case seal and the keypad. The pump cover was removed and there was internal moisture found in the pump.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.